Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been admitted into the emergency room due to pain related to the pod some time in november. The patient does not recall a specific date. The patient was diagnosed with an inflamed sciatic nerve. The patient was given opioids by the doctor but did not take them. The patient does not recall the name of the medicine. The patient was prescribed gabapentin, 300mg pill to be taken three times a day. The patient was also taking six to eight 200mg ibuprofen over the counter for the pain when needed. The patient was released the same day. The pod was removed before the patient went to the hospital. The patient has discarded the pod.